Manufacturer narrative:
Final analysis found that the lead proximal coil was fractured at 21 cm from the connector pin, due to clavicular crush. The distal coil was abraded. The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of the methodology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated components(s) involved, any conclusions based on the final failure analysis or laboratory test results.

Manufacturer narrative:
Na

Event description:
It was reported that the lead was fractured.